Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the external pulse generator (epg) was pacing at a higher rate than its setting during cardiac surgery. The patient "developed" ventricular fibrillation (vf), but recovered later. Using a competitor's generator, the procedure was completed. When doing a test on the epg, the setting was at 30 ppm, but pacing was actually at 60ppm. At a later date, the device was powered onand this complaint could not be reproduced. The status of the epg is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the pacing rate differed from the programmed setting.